Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 2 of their automated peritoneal dialysis therapy. Reportedly, the home pt became disconnected from the homechoice set and received a system error alarm. Baxter's technical service center assisted the home pt in ending therapy. Per the service order, the home pt was going to complete therapy by setting up with new supplies. No pt injury or medical intervention was indicated at the time of the initial report.